Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 1 minute, the balloon ruptured. The device was removed without any problem and a pinhole on the balloon was noted. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.